Manufacturer narrative:
This event occurred between december 07, 2021 ¿ january 03, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the ten (10) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 24, 2021 - august 25, 2021. H10: ten (10) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with the fill port caps removed which revealed loose particle matter (unknown) inside the fill port connector of 1 sample. The reported condition was verified in 1 sample only; however, not verified in the remaining 9 samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.